Event description:
The facility is reporting that during a week in 2007, there were several instances that, what seems to be, inserters falling off of the appliers. It has not been made clear as to: what exactly is the product code, or, lot number, how many devices, how many cases, dates, the exact nature of the issue; i.e. Did anything fall into the patient, left in patient, retrieved from patient, caused any damage or harm to the patient, the final outcome to and for the patient. This is all of the information that the facility would supply.

Manufacturer narrative:
Nothing is being returned for evaluation, complaint device or devices discarded by the user facility. No product code and or lot numbers have been supplied, all of which precludes conducting any degree of investigation. Several outreach phone calls to the user facility contact asking for a clearer and more specific picture of the details of event or events, has rendered nothing further than what was originally reported. At this point in time, based on the information available, we cannot discern anything for the reported event. No further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Also this file will remain receptive to any future clarifying pertinent information that maybe received, if that data alters or clarifies anything in this initial report, it will be reflected in a follow up report.